Event description:
It was reported that the external pulse generator's (epg) menu parameter dial button was internally damaged. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) menu parameter dial button was internally damaged. It was noted that the upper case was broken around the menu dial, and the atrial output connector, lower case, both output connector nuts, main seal, and battery drawer shorting bar were contaminated. The hanger was also reported to be broken. Additionally, the menu control knob and all four encoder o-rings were missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.